Event description:
Bought equate from (B)(6) multi purpose product, 08/2014 expiration date. Usually used high priced products for at least 30 years. Husband's death to als lou gehrig's and having to give up jobs to care for him, I have purchased this product due to price. I did use equate for at least a year that I can recall without problems until this bottle with number gh2127 used. Using bottle for first time to insert contacts I had extreme burning to a point that I had to flush out with cold water and suffered severe blood red irritation and burning to my eyes. Thought it was the contacts. Tried another pair. Went through 6 pairs of new lenses. Blood red eyes and burning lasted a week so I went to my eye doctor, (B)(6). He determined at first visit that since the redness, burning happened immediately after using solution it was the solution. However, he advised not wearing lenses and use glasses for a few days. I followed his advice however, burning continued and approx two weeks after first visit and using the sample new brand he gave me to use. The white of the eye developed a fold like blister and severe redness in left eye and dagger like pain in left eye. Pain comes and goes day/night. He prescribed steroid solution 4 times a day. I am to see him after new year. I also want to mention that I went and bought a straight saline equate solutions to see if that would help rinse for better use of contacts and had burning with that use as well, but doctor believes most likely because that lenses still had the multi purpose solution which obviously has a problem. Prior to incidence, my eye exam with dr (B)(6) (optometrist) will show that my eyes "improved" and my prescription was reduced. Now I am having blurred vision. Will be further examined by ophthalmologist drs (B)(6).